Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 4/13/2017 - voicemail, 4/17/2017 - voicemail, 4/19/2017 - voicemail. The ge healthcare service representative performed a checkout of the equipment and confirmed the mylar flap of the flow sensor was stuck to the top of the flow sensor housing. The flow sensor was replaced, and the unit was returned to service.

Event description:
The hospital reported the tidal volume delivered was inaccurate during as case. There was no report of patient injury.